Event description:
Initial reporter indicated that when they use their handheld computer "the red light comes, then it flickers and goes out when the office nurse moves the power supply cord around." A replacement power cord was sent to the site and it did not resolve the issue. A malfunction is suspected against the handheld computer. Good faith attempts are being made for product return.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.